Event description:
Issues were reportedly encountered following the installation of a new software version on the programmer (smartview 2.44). It was observed that the patient list was empty and the interrogation button was unavailable.

Event description:
Issues were reportedly encountered following the installation of a new software version on the programmer (smartview 2.44). It was observed that the patient list was empty and the interrogation button was unavailable.

Event description:
Issues were reportedly encountered following the installation of a new software version on the programmer (smartview 2.44). It was observed that the patient list was empty and the interrogation button was unavailable.

Manufacturer narrative:
Preliminary analysis confirmed the reported event. It was caused by an abrupt power off of the subject programmer that occurred during retrieving data phase after the end of an interrogation session. This caused a corruption of the database.